Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: it was called in stating the hub started emitting a horrible burning smell during a case. They completed the case successfully and took the hub out of service afterward. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be odor from other equipment in close proximity to the or hub, or odor passing through the or hub base intake fan or chassis fan. The or hub did not have any burnt components, or burn odor emanating from the interior when inspected. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.